Manufacturer narrative:
(B)(4).

Event description:
Customer reported a severe laceration when treating the proximal section of a barret's esophagus segment. Following the first ablation with the 360 express he noticed a severe tear in the esophagus approx 3-4 cm long. The patient's heart rate then drastically dropped to 20bpm and the procedure was aborted. The physician believed the laceration was caused by over inflation of the device and that the heart rate drop may have been due to sedation that was used. When the physician reversed the sedation, the patient's heart rate went back to normal. The patient has recovered.